Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the bolt that attaches the seat pivot broke off into the frame and wallowed out a hole into the frame.